Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure, a versacross connect access solution for faradrive was selected for use. At the start of the procedure, a mild effusion was observed on intracardiac echocardiography (ice). The pfa procedure was completed using ice and fluoro. Once the physician performed the post-map, the physician moved to the mitral valve where it was noticed that the blood pressure decreased. The physician moved to the right atrium and began mapping but noticed that the pericardial effusion had increased in size. A pericardiocentesis was performed, the patient was stabilized and sent to the intensive care unit. The patient underwent surgery overnight on the day of the complication, but no obvious cause of the pe was noted. The patient is expected to fully recover from the event. The device is not expected to return for analysis (disposed). No malfunctions or contribution from versacross to the patient complication was reported. The patient was stable during transseptal.

Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure, a versacross connect access solution for faradrive was selected for use. At the start of the procedure, a mild effusion was observed on intracardiac echocardiography (ice). The pfa procedure was completed using ice and fluoro. Once the physician performed the post-map, the physician moved to the mitral valve where it was noticed that the blood pressure decreased. The physician moved to the right atrium and began mapping but noticed that the pericardial effusion had increased in size. A pericardiocentesis was performed, the patient was stabilized and sent to the intensive care unit. The patient underwent surgery overnight on the day of the complication, but no obvious cause of the pe was noted. The patient is expected to fully recover from the event. The device is not expected to return for analysis (disposed). No malfunctions or contribution from versacross to the patient complication was reported. The patient was stable during transseptal.

Manufacturer narrative:
Correction to the initial MDR in block(s) outcome attrib to adv event (b2), in section b adverse event/product prob. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.